Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the device shocked them before, it left a red mark where the stimulator must have been shorting out or something. They were in the ER for a day and a half, they could not get anyone to overnight a clinician programmer to turn the device off, they had abdominal pain and the redness could be seen. It felt like stabbing pain at the ins site and you could literally see the skin changing colors, then all the sudden it stopped before it was even turned off. No one ever figured out the cause, the patient denied falls or trauma prior to this occurring.

Manufacturer narrative:
Continuation of d10: product ID 435135, serial# (B)(6), implanted: (B)(6) 2008, explanted: product type lead product ID 435135, serial# (B)(6), implanted: (B)(6) 2008, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 435135 serial# (B)(4) implanted: (B)(6) 2008: product type lead product ID 435135 serial# (B)(4) implanted: (B)(6) 2008: product type leada good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were experiencing pain where their device was located. The patient inquired if that was normal. The patient also stated that they really felt the pain. There were no further complications reported/anticipated. Additional information received reported that the patient was admitted to the emergency room for pain. The patient was at the emergency room for 2 nights. A CT scan, blood draws and the patient¿s healthcare provider thought the lead might have come out of the device and could have possibly been shocking the patient. The manufacture representative was going to overnight a device to the hospital to turn it off. The patient was in extreme pain. It was noted that the pain felt as if someone was stabbing them in the stomach right above their implant.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6), 2008: product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was in the ER and the ins was malfunctioning and turning their skin red on the outside and the patient was having horrible abdominal pain. No further complications were reported/ anticipated.